Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The introducer sheath, microcatheter and torque device used with the guidewire were not returned. Analysis of the returned device revealed that the guidewire was bent approximately 2.5cm and 27.5cm from its distal end. The guidewire was also slightly bent on its ptfe (polytetrafluoroethylene) length and the guidewire was not shaped on its distal section. There were no anomalies observed to the hydrophilic coating, but after soaking the guidewire, a slight bump on its distal tip was revealed on the wet hydrophilic coating. The ptfe coating was scraped on its proximal 2.0cm section of the guidewire. The ptfe coating appeared to be scraped off of the guidewire with the introducer. There were no other anomalies observed. During functional evaluation, there was slight friction/ resistance encountered during advancement of the guidewire through a demonstration microcatheter proximal to distal end. One to one torquing movement was not smooth due to the bends observed on the guidewire. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet and/or the introducer; however, because both accessories were not returned with the guidewire, the cause of the ptfe peeling cannot be definitely determined.

Event description:
Analysis of the returned device noted that the polytetrafluoroethylene (ptfe) coating on the guidewire was scraped/ peeling. No consequences to the patient were reported.